Manufacturer narrative:
Zimmer biomet complaint- customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Surgeon assembled the implant and targeting arm together outside the patient and both were aligned. Subsequently, when in situ, there was a difference in alignment, resulting in a 45 minute delay. Radiographs were used to complete the procedure. A 45 minutes surgical delay was caused.